Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's high impedances was unknown. The patient denies any falls or trauma. The patient's ins was reprogrammed, and the patient was encouraged to test out the new programs. It is unknown if the impedances have resolved. The patient has an upcoming appointment with their doctor. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for cervical/neck and spinal pain. The rep reported that the patient requested a routine check of their stimulator. They stated that the patient denied any symptoms. The rep noted that the patient has had the stimulator off for a few months but wanted to get it checked to have it turned back on. The stated that during normal interrogation, it was found that contacts 12-15 had no connectivity and there were high impedances. It was noted that the patient denied any falls or trauma. The rep reprogramming around the high impedances and encouraged the patient to follow-up with their surgeon. The issue was not resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep indicated that during the patient¿s reprogramming session, they had stimulation coverage in their painful areas. No further complications were reported or anticipated.